Event description:
Clinical report states that patient had suffered a dislocation with subluxation episodes and non-union of the trochanter. Update rec'd 06/24/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had dislocated on (B)(6) 2002 and underwent a closed reduction. It was on post reduction films the patient had a trochanteric fracture. The patient underwent an orif on (B)(6) 2002. The orif failed and was again addressed on (B)(6) 2003. The patient went on to have subluxing episodes and continued pain. She went on to be revised on (B)(6) 2004 for recurrent instability, subluxation and a non-union of the trochanteric fracture. Upon revision metallosis was found in the hip. Also noted, the patient's femoral stem appeared to be in 5 degrees of excess anteversion and the wear surface of the liner had small scratches. At this time the patient's head, liner, and stem are being reported. The complaint was updated on: 07/14/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).